Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo 12.6 implantable collamer lens, -8.50 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens remains implanted and is planned for exchanged in october due to low vault. The patients post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: as per dfu for this lens model, implantation of this lens in an individual with an anterior endothelium chamber depth (acd) below 3.0mm is contraindicated. This patient had an acd of 2.94mm at the time of implantation. Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. Low vault was reported. The lens remains implanted as the surgeon decided against a lens exchange surgery and instead decided to closely monitor the patient. The patient's post-op uncorrected visual acuity was 20/20 as of (B)(6) 2016. (B)(4).